Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the physician was extremely disappointed that the implantable pulse generator (ipg) could not be programmed to detect and deliver (B)(6) therapy for patient's with 1:1 atrial tachyarrhythmia. The ipg is still in use. No patient complications have been reported as a result of this event.